Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing without pacing inhibition and low pace impedance less than 200 ohms on this right ventricular (rv) lead. The pace/sense portion of this lead was surgically abandoned and a new pace/sense lead was placed. The shocking portion of this lead remains in service. The patient's implantable cardioverter defibrillator (ICD) was replaced during the same procedure. No additional adverse patient effects were reported. Additional information received indicated that high out-of-range shock impedance measurements greater than 200 ohms were observed on this right ventricular (rv) defibrillation lead. It was noted that no shocks had been delivered with the patient's current device. Technical services (ts) recommended bringing the patient in for reviewing shock vectors and shock impedance testing while performing isometric and pocket manipulations. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing without pacing inhibition and low pace impedance less than 200 ohms on this right ventricular (rv) lead. The pace/sense portion of this lead was surgically abandoned and a new pace/sense lead was placed. The shocking portion of this lead remains in service. The patient's implantable cardioverter defibrillator (ICD) was replaced during the same procedure. No additional adverse patient effects were reported. Additional information received indicated that high out-of-range shock impedance measurements greater than 200 ohms were observed on this right ventricular (rv) defibrillation lead. It was noted that no shocks had been delivered with the patient's current device. Technical services (ts) recommended bringing the patient in for reviewing shock vectors and shock impedance testing while performing isometric and pocket manipulations. No additional adverse patient effects were reported. Additional information received indicated that the observed out-of-range shock impedance measurements were likely attributed to the proximal coil. As a result, the shock vector was reprogrammed from distal coil to can. This right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing without pacing inhibition and low pace impedance less than 200 ohms on this right ventricular (rv) lead. The pace/sense portion of this lead was surgically abandoned and a new pace/sense lead was placed. The shocking portion of this lead remains in service. The patient's implantable cardioverter defibrillator (ICD) was replaced during the same procedure. No additional adverse patient effects were reported.